Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient didn't have relief whether stimulation was on or off. Their stimulation seemed to be in front of their legs and hips instead of being posterior. The representative tried reprogramming but were unable to get stimulation in the patient's posterior legs and hips. The issue was not resolved. No further complications reported. Additional information received from a manufacturer's representative. It was reported that the patient's stimulation was never posterior (since implant). No further complications reported. Additional information was received 2018-09-28. It was reported that options including revision/removal were discussed. The patient stated she wanted to think about her options and discuss with the family. The patient stated she would contact her healthcare provider once the decision was made. No further complications were reported/anticipated.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that there was nothing wrong with the leads and everything remained implanted with the same serial numbers on record. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the cause of the stimulation not being posterior was not determined but the patient's leads were revised on (B)(6) 2018 and the patient was receiving better coverage than before. No further complications reported.